Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported melted at pins, which was confirmed during evaluation through visual inspection. Visual inspection found the cause was a melted rear case near the battery pins and burns on the processor board. The rear case and processor board were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had melted pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.